Manufacturer narrative:
Tracking #.50495. Ees#.981870/j. D6: device returned with no lot identification. Endopath dilating tip trocar: based on the visual examination, it was confirmed that the inner gasket is dislodged from its original position. No conclusion could be reached as to how this occurred.

Event description:
It was reported during a laparoscopic cholecystectomy while using a 511sd the o ring fell into the pt's abdomen. The surgeon retrieved the o ring with a grasper. This was at the end of the case. There was no consequence to the pt.